Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to adjust the ma nall and clean and lubricate the high voltage cable ends. Repairs were completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed a "low ma" error on the c-arm. There was no report of pt injury.